Event description:
Rptr was in a medical school class in which dermabond was demostrated as an alternative means of suturing. They believe that when popping the vial open, the fumes released by the product made contact with their eyes and as a result they sustained bad chemical burns to both eyes. Rptr was treated by an ophthalmologist. The reaction was so bad that they were in extreme pain for 7 days and their vision was so bad that they could not read for 9 days. It was a full 5 weeks before vision returned to normal.

Event description:
Add'l info rec'd from MFR 1/7/04: questions 1 & 2: the info provided by the customer indicates that the product code involved in this event is dhv12, lot #023019. The product is not available to return, so no lab testing can be performed. Closure medical corp has concluded its investigation of this complaint. The view of the device history record indicates that the product met all release specifications and was properly documented. A lot history review shows no previous complaints for this lot and complaint category. A search of ethicon's complaint database back to jan 2001 for this product code and lot number also has found no add'l complaints against this code. Closure medical corp's investigation indicates that direct exposure to the total amount of solvent available in this product is not expected to result in tissue reaction. Non-clinical eye irritation studies, included as part of the pre-release testing of the product, concluded that product contact with the eye resulted in no damage to the eye, but produced a mild irritation to the conjunctiva by indirect contact. This study supports the findings that in events where the eye is unintentionally bonded with the product and the product comes into direct contact with the eye, the severity of the reaction as reported in this event is not noted. Closure medical corp's investigation further states that the event description indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its ingredients. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylates or formaldehyde. Typically, these reactions occur immediately after application, and are limited to redness and/or inflammation that resolve without further treatment, once the adhesive had been removed. Without sensitivity testing, it is not possible to determine if the reaction was due to the adhesive or other factors, and the root cause of this event is unk.